Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: operational problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated they found foreign material in the jet tube, foreign material in the nozzle, and dirt coming out of the suction syringe and the forceps channel, which was most likely due to an operational problem. There was no patient involvement.